Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: it was reported that the stapled end of the specimen was not closed. Please explain what this means. Did the staples not close properly on both ends? Response received: the operating room quality and safety staff inquired of the surgeon and received the following: (the stapler mis-fire did not cause harm) ¿thanks for following up. I think the answer is not super straightforward. The patient definitely required a lower rectal resection that was so low it was impossible to perform an anastomosis and the surgical team was forced to give the patient what is probably a permanent stoma. However, in the process of the stapler misfire, we discovered she also had locally advanced rectal cancer that could not be fully resected and would probably be unsafe for an anastomosis anyway. Attempts were made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the alleged issue with the device result in the patient receiving the permanent stoma or was this planned as part of the procedure? After further review by the ees medical safety officer: ¿the stapler did not function as anticipated and a colostomy was created that eventually became permanent. However, it was discovered that the patient had advanced rectal cancer and that an anastomosis in this scenario would have been deleterious to the patient¿s health. The possibility of anastomotic failure in the presence of cancer would have certainly been problematic. Therefore the permanent colostomy was the appropriate choice in this situation and thus unrelated to the performance of the device." (B)(4).